Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event injury nos removed and medical device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in an adult female patient who had essure (batch no. C06514) inserted for female sterilisation. The patient's medical history included gravida I, parity, vitamin d deficiency, seizure, breast disorder, fatigue, depression, anaphylaxis, vaginal discharge abnormality, vaginitis, abdominal pain and pelvic pain. Concomitant products included amfetamine sulfate (amphetamine salts), aripiprazole (abilify), buspirone, butalbital, caffeine, chondroitin;glucosamine (flex ability), dichloralphenazone, doxycycline hyclate, escitalopram, eszopiclone, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), influenza vaccine inact sag 3v (fluvirin), isometheptene and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy/laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure. The reporter commented: both tubal ostiae were visualized: trailing coils in uterus: 3, trailing coils in uterus: 3. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometritis batch no c06514 production date 2013-12-23 expiration date 2016-12-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in an adult female patient who had essure (batch no. C06514) inserted for female sterilisation. The patient's medical history included gravida I, parity, vitamin d deficiency, seizure, breast disorder, fatigue, depression, anaphylaxis, vaginal discharge abnormality, vaginitis, abdominal pain and pelvic pain. Concomitant products included amfetamine sulfate (amphetamine salts), aripiprazole (abilify), buspirone, butalbital, caffeine, chondroitin;glucosamine (flex ability), dichloralphenazone, doxycycline hyclate, escitalopram, eszopiclone, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), influenza vaccine inact sag 3v (fluvirin), isometheptene and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy/laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure. The reporter commented: both tubal ostiae were visualized: trailing coils in uterus: 3, trailing coils in uterus: 3. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometritis. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information , lot no, other relevant history , auto-narrative supplement, concomitant drug, date explanted added. Event : " hysterectomy" updated to "endometritis" and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.